Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.